Event description:
Limited info rec'd in which facility reported pt experienced chills during treatment on the meridian device. Pre-treatment temperature was 98.8 degrees. Add'l temperatures reported were 101.2 degrees and 103.7 degrees (temperature times unknown). During treatment, pt rec'd epo, heparin and tylenol (doses and routes unknown). Blood cultures were obtained and the results showed gram negative rods. Dialyzer in use was a baxter CT-190, with third reuse. Dialysate used 2k/3caa.